Manufacturer narrative:
B5-additional info: "despite all calculations indicating 12.6 or even 13.2 the lens was clearly oversized in the eye and a 12.1 was needed. There was nothing in the preoperative evaluation that should have indicated that result." Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -15.0/+2.5/109 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and replaced with a shorter lens due to excessive vault and narrow angles. The problem is resolved.